Event description:
It was reported that the pt had a car accident, the airbag opened and the loud sound of the opening caused an acoustic trauma. Because of the acoustic trauma the pt's hearing loss increased to such an extend that the vibrant soundbridge was not strong enough anymore. The pt was re-implanted with a cl on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.